Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of one yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument plastic part has a chunk missing on the white area by the jaw. The procedure was completed with no reported injury.